Event description:
A bipap pro biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician noted dust fail contamination present. The device was scrapped by the service center after the evaluation was completed.